Event description:
Customer stated her blood glucose was over 400 mg/dl for nearly 8 hours. Customer was bolusing to bring blood glucose down to normal, but high blood glucose persisted. Customer took the pump off after 8 hours and began delivering insulin via injections. The customer's blood glucose returned to normal while on injections. Customer does not believe that the pump is delivering the correct amount of insulin. No adverse event reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.